Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was evaluated and the allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.